Manufacturer narrative:
E1: enter address information: ch baktawar singh road, sector 38, near rajiv chowk, islampur colony, h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd smartsite¿ needle-free connector were clogged. The following information was provided by the initial reporter: while priming the bi-extension set before attaching the connector to the IV line, the nursing staff faced immense resistance in priming, leading them unable to use one lumen and effectively rendering the bi-extension set as a single extension set.

Event description:
It was reported that 3 of the bd smartsite¿ needle-free connector were clogged. The following information was provided by the initial reporter: while priming the bi-extension set before attaching the connector to the IV line, the nursing staff faced immense resistance in priming, leading them unable to use one lumen and effectively rendering the bi-extension set as a single extension set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2023. Investigation summary: three 20019e7d samples from lot 22095237 were received in opened packaging for investigation; residual fluid was detected in each set. The feedback provided by the customer suggests a complete occlusion was detected during priming of the smartsite extension set. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the customer's experience could not be replicated as the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095237 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.